Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier 20watt. According to the complainant, during the procedure, the tip of the fiber cracked right down the middle and split in two. The fiber pieces broke off from the end and the physician was able to use this laser fiber to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.